Event description:
The user facility reported the patient was on impella rp flex support and during support, the patient had hemolysis. Patient's urine looked hemolyzed with lactate dehydrogenase (ldh) 1800. The pump position was confirmed on echo however labs were still hemolyzing. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.